Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was unable to add a patient back to the correct bed assignment. The customer stated that a patient who shared a room with another patient was incorrectly discharged in pyxis. Attempts to return the patient to the correct bed were unsuccessful. As a workaround, the patient was placed in a temporary bed assignment in order to dispense the required medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the customer. A technical support specialist closed the case and no findings were available.